Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue.

Event description:
It was reported that the intraocular lens was inserted and removed by the surgeon intraoperatively due to damage to the capsule.